Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that when the patient was about to start new set, after removing on the packaging, it was noticed that infusion set's tubing came out at the site connector. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on tubing and the pump was not dropped with the set connected to the patient's body. No further information available.